Manufacturer narrative:
Corrected.

Event description:
The customer reported that the ventilator did not alarm during disconnect. The customer reported that the event occurred during patient use. There was no report of patient harm or injury as a result of the event.

Event description:
The customer reported that the ventilator did not alarm during disconnect. The customer reported the device was not in use on a patient at the time of the event occurred.